Event description:
It was reported that the patient presented in clinic for routine follow up. The atrial lead exhibited noise and would be addressed during a routine device changeout. On (B)(6) 2015 during change out, an insulation anomaly was noted on the atrial lead, the physician repaired the lead and remained implanted. The procedure was uneventful and patient had no symptoms before or during procedure. The patient would be followed normally.

Manufacturer narrative:
(B)(4).